Event description:
The customer reports that the spring wire guide (swg) kinked during patient use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, 3-lumen catheter and one guide wire for analysis. The spring wire guide was returned inside the catheter body. Visual analysis of the guide wire revealed many kinks throughout the guide wire body. The j-bend also appeared to be straightened out. The catheter also contained many kinks. However, they kinks in the catheter body matched the kinks in the guide wire body. Microscopic examination confirmed the kinks and revealed that the distal and proximal welds appeared spherical and intact. The kink in the guide wire body measured 35mm, 42mm, 140mm, 150mm, 460mm and 505mm from the distal end. The guide wire total length measured 598mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured 0.792mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire graphic. The catheter body length from the juncture hub to the blue-flex tip measured 216mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter body outer diameter measured 2.43mm, which is within the specification limits of 2.39mm-2.49mm per the catheter extrusion graphic. The returned guide wire was able to pass through the returned catheter with resistance only being felt around the kinks in the wire. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." The IFU also warns, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested.". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed many kinks throughout the guide body. The catheter and the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the sample received and the customer report, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide (swg) kinked during patient use.